Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. The device will be scrapped as per customer request. The device will be included in fsca 2021-05-a. Additional findings not related to the malfunction/issue: the unit does not power one. The unit is unable to write error log on the safety data card. Unable to extract information from the device.